Manufacturer narrative:
Concomitant product: c4tr01, crt-p, implanted: (B)(6) 2014. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The left ventricular pacing impedance was steady at approximately 800 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.